Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms since (B)(6) 2016. The customer's blood glucose (bg) level was impacted 430 mg/dl on 3/25. The customer took a manual injection to stabilize bg level. As tandem technical support was not contacted at the time of the reported issue, a system check was not performed.